Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 101 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.